Manufacturer narrative:
Every time you admit or discharge a patient the cns application shuts down and goes to the windows desktop and boots back up. Cns was just put into service. Technical support had the customer set graphics acceleration back to 5 and 4 and rebooted each time but the issue was still occurring. Application is not working correctly and hard drive needs to be replace with a new image. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
Every time you admit or discharge a patient the cns application shuts down and goes to the windows desktop and boots back up.

Manufacturer narrative:
Manufacture narrative: details of the complaint: customer reported every time you admit or discharge a patient, the cns application shuts down and goes to the windows desktop and boots back up. The cns was just put into service. Service requested: troubleshooting/assistance. Service performed: it was determined the hard disk drive (hdd) needed to be replaced with a new image. Investigation result: the root cause is determined to be corruption of the hard drive due to lack of proper maintenance. The customer has had the device since 2008, which is over 9 years at the time of reported issue. Per cns service manual, the customer is recommended to replace the hard disk every 2 years. Troubleshooting and replacement of the hdd is addressed in the cns service manual. The device was in use with a patient and there was no reported harm. There is no indication of improper/inadequate device design.

Manufacturer narrative:
Additional narrative: customer reported every time you admit or discharge a patient, the cns application shuts down and goes to the windows desktop and boots back up. The cns was just put into service. Service requested: repair. Service performed. The reported problem of the cns would "shut down and go to windows desktop" was duplicated. Cns mu-971ra s/n: (B)(4) has a vorax 5002 type motherboard, with ide hdd. Part # a/677759 ide hdd is no longer available for sale or repair. As an alternative hdd replacement, a sata hdd can be installed. A/934678 sata hdd, mu-971, wd5003abyx 800.00. Repair complete. Tested and complete all steps in the maintenance check sheet per the service manual. No issue found. Investigation result: the cns was put into service on 09/12/2008, which is over 9 years prior to the reported issue. A review of device history found previously reported issues with the unit. Notification (B)(6) reported 07/13/2015 in which customer states he could see the EKG but could not see it in full disclosure. This is not related to the current issue. Notification (B)(6) reported 02/14/2017 in which customer reported issues connecting a new printer. This is not related to the current issue. Notification (B)(6) reported 03/03/2017 in which customer reported cns had a blue screen and could not boot. Issue was resolved by troubleshooting. No parts were replaced. Notification (B)(6) reported 10/23/2017 in which customer reported the cns application shuts down reboots every time you admit or discharge a patient. Software version 01-96. This issue is same as the current issue. Customer indicated he would send the unit in for repair due to the hdd being out of stock. Notification (B)(6) reported 10/23/2017 in which customer reported sawtooth waves. This is not related to the current issue. Nka evaluation confirmed the reported issue. There was a failure of the cns's hdd. Performance and degradation of the hdd is affected by several factors such as storage, handling, use, and power conditions. As the device is operated at the customer's facility, it is the customer's responsibility to ensure proper environment and maintenance for the unit. Per cns-9701a service manual revision e, the hard disk's expected lifespan is every 2 years and customer is recommended to periodically replace the component. Information of whether this was regularly performed by the customer is not available. Device has no recorded history of hdd replacement during its 9 years of service. If customer had not replaced this part during the lifetime of the cns, this would suggest customer continued use of the hdd well beyond recommended length of time. Issues with the hdd could be detected during the performance of regular maintenance inspections every 6 months, as recommended in the cns-9701a service manual. Procedure for replacement of the hdd is outlined in the service manual under "hard disk replacement flow" in troubleshooting section and "replacing the hard disk" in disassembly and assembly section. Nka repair center replaced the hdd to resolve the issue. The unit was tested to operate as intended. The repaired unit was returned to the customer on 01/30/18 and additional issues were reported: notification (B)(6) reported 02/08/2018 in which customer reported the returned unit would not boot past the bios. Unit was returned and evaluation found the sata cable was loose and not secure. Cable was replaced to resolve the issue. The unit was tested to operate within specification. Notification (B)(6) reported 03/02/2018 in which customer needed registration keys. This is not related to the current issue. Notification (B)(6) reported 04/16/2018 in which customer reported full disclosure was greyed out. Registration code had expired. There were no known issues with the cns's hdd after replacement. The root cause is determined to be lack of preventive maintenance/recommended replacement of the hdd. Based on the given information, this issue is not suspected to be caused by deficient design. Corrected information: date received by manufacturer: should be 10/23/2017 not 11/17/2017 as listed on MDR initial report.

Event description:
Every time you admit or discharge a patient the cns application shuts down and goes to the windows desktop and boots back up.